Event description:
The reporter indicated the patient will undergo a full revision surgery due to low impedance. Good faith attempts for additional information are in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected , but did not cause or contribute to a death or serious injury.